Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's battery life has declined. The detachable battery was replaced to address the issue. Additionally, the inlet air path assembly and removable air path foam were replaced per the remediation. Enclosure feet were replaced as well. The manufacturer date was incorrectly documented on the original report and has been updated to reflect the correct date.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's battery life has declined. The detachable battery was replaced to address the issue. Additionally, the inlet air path assembly and removable air path foam were replaced per the remediation. Enclosure feet were replaced as well.